Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed as it migrated and the patient noticed the balloon in the abdomen. A new artificial urinary sphincter balloon was implanted. Following the surgery the patient was reported to be fine and happy.